Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 7-8x daily and manages his diabetes with insulin pump therapy. It is not specified when the alleged issue began; however, on (B)(6) 2013, the patient reported obtaining blood glucose results which were within his usual/ expected range. Results were not specified. The patient reportedly administered self his usual dose of medications that day. Later that evening, the patient claims he felt "hypoglycemic" symptoms. Symptoms were not specified. The patient reportedly obtained a blood glucose result of "35 mg/dl" with the subject meter. The patient tried to drink orange juice and eat lifesaver candies as treatment; however, the patient alleged he still "loss consciousness". The patient's wife contacted emergency medical services (ems). The patient reportedly obtained a blood glucose result of "20 mg/dl" with the ems meter. The patient was administered a glucagon injection as treatment and was taken to the hospital. While at the hospital, the patient reportedly compared the results of the subject meter with the hospital meter. Results were not specified; however, the patient alleged the subject meter read "70 points higher" compared to the hospital device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (12/11/2013) correction:for the report submitted on 03/21/2013, the onetouch ultralink meter; however, it should have referenced the onetouch ping meter.